Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. The drawer indicated an unlocking status; however, medications could not be retrieved. Reboot and storage recovery were performed, but the issue persisted and the drawer remained in a failed state. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and continued to fail despite reboot and recovery attempts. The field service engineer (fse) arrived onsite and coordinated with customer. The fse identified that the station had faulty full-height drawer slides, and both slides were replaced. During inspection, a screw was found underneath a pocket, causing obstruction and resistance within the drawer; the obstruction was removed. All rear covers of the drawers were removed to inspect and tighten cabling connections. Following reassembly, a hardware test application was executed, confirming proper drawer operation. The system was verified to be functioning correctly, and the case was closed. The system functioned as intended after field service engineer repaired the device.